Event description:
Technician alleged the head of the bed was drifting down.

Manufacturer narrative:
Tech found the head brake spring was dirty. He removed covers and cleaned and degreased head brake spring to resolve. No injury reported.